Event description:
During implant procedure, the right atrial (ra) lead was not able to be removed from the header of the device. Decreased pacing impedance was noted on the ra lead. Ra lead insulation damage was suspected but this was not confirmed. The ra lead was not implanted and a new ra lead was successfully implanted to resolve this event. The patient was stable.